Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; specific value was not provided. Cause was not known. Customer drank water and delivered a bolus via the pump to address the bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.